Manufacturer narrative:
Additional information: b1, b2, b5, f10, and h.1 b5: upon additional information, the reporter stated the unspecified ¿sedation¿ back flowed into the bag and the patient started to ¿wake up.¿ the clinician used the other line to bolus the patient to keep them sedated. There was no secondary tubing, there was two primary lines, one set was set to gravity (¿free flow¿) with the bag and the other set was to the pump. No further intervention was needed with the patient. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred within the last two weeks from when the issue was reported. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had no flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.